Manufacturer narrative:
Although it has been indicated that the used catheter will be returned to angiodynamics for evaluation, it has not yet arrived. Upon receipt of the sample and completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, PICC had been implanted in patient's arm under anesthesia on (B)(6) 2017. When it was first attempted to be used later that same day the catheter leaked at approximately the 7cm mark. The device was removed that day and was not replaced. The patient condition was listed as "unaffected." It has been indicated that the used catheter will be returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and PICC assembly component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2017 angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "catheter hole distal to suture wing." No adverse trends were identified. As no sample was returned for evaluation, a definitive root cause for the reported leakage was unable to be determined. The issue may potentially have been caused by damage to the catheter tubing during the placement procedure. Angiodynamics' manufacturing process controls for the PICC include a 100% visual inspection for damage/defects. The catheters are all subjected to a guidewire insertion test to verify lumen patency. Then, all catheters are air leak tested after the guidewire verification, to ensure that the catheters do not leak. The directions for use supplied with the PICC device incudes precautions/warnings regarding the use of sharp instruments near the extension tubes or catheter shaft. (B)(4).